Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a connection issue found on minicap transfer set during use. The doctor reported to the baxter sales representative (bsr) that the transfer set that had been in use since (B)(6) 2011 had detached from the titanium adapter . The standard prophylactic anti-biotic dose was given to the patient. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed and cause was undetermined due to the sample not being returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.